Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The suspected cause was insulation damage; however, no imaging or further testing was performed to confirm the insulation damage. No intervention was performed, the patient was stable.